Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the investigation revealed the red overmold of the central spin wheel was broken off. The investigation did not establish that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
The following device was received as blind unit. Product code: 254401005; lot# abc70103/ aba61980, tracking number: (B)(4). Products were investigated.